Event description:
The hospital reported that, prior to inserting the vasoview hemopro 2 into the harvesting cannula, the heater wire was separated from the jaws. The device was removed from the field, and a new device was opened and functioned without issue. There was no harm to the patient and no delay to the procedure.

Manufacturer narrative:
Tw (B)(4) event site name exceeded character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw (B)(4). Updated fields: b4, g3, g6, h2, h6, h11. The device was returned to the factory for evaluation on 12/31/2025. An investigation was conducted on 01/ 07/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the hot jaw. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and bent away from the hot jaw with detachment at the tip of the hot jaw. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000512450 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a,